Event description:
There was an allegation of questionable results from the cobas pro c 503 analytical unit. The initial urea result was 6.0 mmol/l and the repeat result was 12.1 mmol/l. The initial cholesterol result was 0.52 mmol/l and the repeat result was 4.44 mmol/l. The initial calcium result was 1.64 and the repeat result was 2.26 mmol/l. The initial total protein result was 37.5 g/l and the repeat result was 68.6 g/l. The initial albumin result was 3.5 g/l and the repeat result was 42.9 g/l. The initial glucose result was 2.8 mmol/l and the repeat result was 5.6 mmol/l. The initial crp result was 0.6 mg/l and the repeat result was 7.18 mg/l. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. A review of the analyzer log files indicated an issue with reagent carryover and sample quality. As all of the assays with questionable low results have a sample volume of below 2 ul, an issue with incorrect sample aspiration was suspected. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.